Manufacturer narrative:
Investigation summary:bd received 2 photos for investigation. The provided photos show two sealed luer adapters with labeling, but they are not connected to a device; no defects were noted. Additionally, a total of 30 retained samples were visually inspected for damage to the cannula and hub, and all samples passed as there were no signs of damage. Furthermore, 20 retained samples underwent functional tests for cannula pull out, and all samples passed as there was no cannula pull out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint in unable to be confirmed. Based on the investigation completed, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® multiple sample luer adapter, one nurse experienced a dirty needlestick with the np needle after the holder broke off. No treatment was required. There was no other health impact or consequences reported. The following information was provided by the initial reporter: "the vacutainer was used to draw labs and the vacutainer got stuck on the port and was unable to be removed. The plastic guard broke off and while continuing to try to remove the vacutainer, the needle stuck the rn. No treatment needed except for lab work drawn on patients and staff."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® multiple sample luer adapter, one nurse experienced a dirty needlestick with the np needle after the holder broke off. No treatment was required. There was no other health impact or consequences reported. The following information was provided by the initial reporter: "the vacutainer was used to draw labs and the vacutainer got stuck on the port and was unable to be removed. The plastic guard broke off and while continuing to try to remove the vacutainer, the needle stuck the rn. No treatment needed except for lab work drawn on patients and staff."